Event description:
During an atrial fibrillation procedure, there was no contact force and three different tactiflex se ablation catheters would not zero resulting in cancellation of the procedure. The contact force issue occurred with 3 tactiflex se ablation catheters. Additionally, two different tactisys were tried with no resolution. A therapy ablation catheter was used to perform the cti, but the atrial fibrillation procedure was not completed due to the issues experienced. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. Device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue and subsequent cancellation remains unknown.